Event description:
Customer reported that sol-mil syringes from material 80000001185 (vendor batch no.:07306016) are leaking in the area where the needle meets the barrel. The customer stated that the syringes have been stored correctly and do not show any appearance of damage. The customer states that they have opened several packages and all the needles are showing the same type of leak. The customer confirmed there has been no change in technique when extracting antigen from vials nor any change in medication administration. Customer also purchased sol-mil syringes material 80000001184 (vendor batch no.: 07304016) on the same order and is wanting to return these as they expect the same type of issue.